Event description:
The peritoneal dialysis patient reported a fluid leak that was noticed post treatment while breaking down the machine. The fluid leak came from the bottom of the door after treatment. He reported no health symptoms due to the event. He did not get an infection and was not given prophylactic antibiotics. The patient's effluent remained clear. In f/u, the pd nurse confirmed fluid leak was noted after treatment when taking out the used cassette. During treatment, the patient experienced a fill alarm. The patient was able to bypass the alarm. The patient became stuck on fill and was forced to shut off and stop treatment. The patient did not have any health complications after the incident. The patient has not had any issues after the cycler was replaced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. An evaluation of the alternate samples confirmed that there were no malfunctions. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.